Event description:
The generator and lead were received for analysis. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. A comprehensive automated electrical evaluation showed that the device performed according to functional specifications no anomalies were identified. Analysis on the suspect lead has not been completed to date.

Event description:
Product analysis was completed on the returned lead portion. Lead fracture was not identified. Five sets of setscrew marks were seen on the connector pin providing evidence that proper contact between the setscrew and a generator connector pin existed at least once. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion. No further relevant information has been received to date.

Event description:
It was reported that at a planned replacement surgery for prophylactic generator surgery, the lead was replaced due to a suspected microfracture. Pre-operatively impedance was okay at 2500 ohms (ok impedance). When the generator was replaced and the new generator connected out of the pocket was showing impedance of 62;10,000 ohms high impedance). System diagnostics were performed 7-8 times with the impedance fluctuating between ok and high impedance. The same fluctuation was seen when the old generator was reattached to the lead, which is indicative of an intermittent fracture. Therefore, the lead was revised. The explanted generator hasn't been received to date. No known further relevant information has been received to date.